Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 complaining of phrenic nerve stimulation. The patient's left ventricular lead was explanted and replaced. The patient was stable throughout.